Manufacturer narrative:
Method: the therapy cool path duo catheter was not returned for evaluation; however, the case and logs from the ensite velocity mapping system were returned. Review of the case and logs revealed the therapy cool path duo catheter exhibited a shift that occured gradually. The noted catheter location discrepancies (shift) may be related to the observation that the catheters did not have their original position match when checked later in the study. Such a shift was caused by long term drift of the impedance values; long term drift is known behavior related to gradual impedance changes in the body. If this problem is recommended, it is recommend to use enguide alignment to return the catheters to their previous positions and analyze patch placement. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU for the therapy cool path duo catheter, vascular perforation is a known inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure using a therapy cool path duo ablation catheter, a pericardial effusion occurred. Geometry was collected and mapping was displayed with the ensite mapping system. During geometry creation, the patient coughed and moved and the physician noted a shift on the velocity that did not math fluoroscopy. After approximately one hour of ablation, an echocardiogram revealed a pericardial effusion. The physician stopped ablation and no further intervention was necessary. The patient remained stable post-procedure.